Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was unable to charge their implantable neurostimulator (ins), and this started today. Patient reported that their implantable neurostimulator (ins) won't stay powered on. Patient then clarified that their concern is that they get their ins to charge and that it lasts 30 seconds, but then their wireless recharger (wr) starts blinking again. Patient stated that the last time they fully charged their ins was 5 days ago and that they had a stress test yesterday. Patient would turn the recharger on then put the recharger on their chest and the agent would hear the recharger turning off. Agent reviewed recharger function and general use. Agent walked patient through starting a charging session and the patient was able to start charging their ins. Patient confirmed that the ins was charging through the recharger application with the ins at 60% recharging with good connection. Agent reviewed connection quality with patient. The steps done during the call resolved the issue. Patient mentioned have a stress test yesterday and they were wondering if it shifted the implant. Agent redirected patient to their healthcare provider (hcp).